Event description:
The device was used during a gastric pouch procedure. Reportedly, the device broke during use with peri-strips and the tissue gap mechanism jarred loose. Another device was used without the peri-strips. No pt injury was reported.